Manufacturer narrative:
Submit date: 01/11/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with syringes. The customer reports a crack in five syringes, all out of the same box. The package was unopened and not damaged. The customer tried to use one of the syringes but the fluid leaked out of the crack. No patients were involved.